Manufacturer narrative:
Additional information was requested. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was experiencing syncope and had presented to an emergency department. No additional adverse patient effects were reported.